Event description:
It was reported that 2 bd luer-lok¿ syringe has foreign matter. The following information was provided by the initial reporter: it was reported by the customer that they have syringes with cosmetic and particulate defects.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 2123419, medical device expiration date: 30-apr-2027, device manufacture date: 31-may-2022; medical device lot #: 2123419, medical device expiration date: 31-may-2027, device manufacture date: 20-jun-2022.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. No defects or abnormalities were observed during the microscopic inspection of the samples. Bd cannot determine the cause of the failure since the defect was not confirmed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch was in compliance with our product specification requirements.

Event description:
It was reported that 2 bd luer-lok¿ syringe has foreign matter. The following information was provided by the initial reporter: it was reported by the customer that they have syringes with cosmetic and particulate defects.